Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia after a pump factory reset earlier in the day, with cgm showing high and a confirmatory glucometer value of 511 mg/dl, persistent for about ten hours despite meal announcements, additional insulin, walking, hydration, and subsequent infusion set replacement with verified drops and correct reconnection; glucose trended down during the support call. Symptoms included elevated blood glucose. Outcomes included no hospitalization. Investigation included review of synced device data, assessment of recent alarms for high glucose, verification of correct supply change steps, tubing drop test confirmation, and review of infusion set, cartridge, connector, insulin handling, and user settings. Investigation of this case revealed no confirmed device or component malfunction, with the cause of hyperglycemia remaining unclear after troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.